Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 that during a variable angle locking hand system (va) finger surgery the drill bit broke. The broken pieces were removed from the patient. Another drill bit was used to complete the surgery. There was no consequence to the patient. Concomitant devices reported: drill (part number unknown, lot unknown, quantity 1). This report involves one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 03.130.202, lot number: f-27071, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: may 10, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: a piece off about 4.5mm is broken off at the forefront of the drill bit, the fragment was not returned for evaluation. Otherwise is the drill bit in a good condition with no visible damages, just some slight wear marks and discolorations are present. Dimensional inspection: checked dimensions with caliper 3-01-20766: outer shaft diameter (d) specification 1.1mm 0/-0.03 / measured: 1.07mm = pass core diameter (k and k1) specification 0.32mm +/-0.05 / measured: 0.31mm = pass overall length (l) to define length of missing piece specification 55.95mm / measured: 51.5mm = damaged/broken. Drawing/specification review: drawing was reviewed to verify the relevant dimensions, the material specification and the hardness of the drill bit. The review of the manufacturing documents has shown that the used raw material was according to the specification of 1.4112 stainless steel as required. The review has also shown that the hardness was within the specification of 600 +55/0 hv10 of drawing. Investigation conclusion: the complaint is confirmed as the received drill bit is broken as complained. During the performed evaluation no manufacturing related issue could be detected. This lot of 212 pieces was manufactured in may 2019, all devices are distributed and we are not aware of any other complaint for this article- and lot number combination. Based and the provided information and without the missing fragment it is not possible to determine the exact cause of this occurrence. We can only assume that a mechanical overload, for example by a metallic contact or too much lateral stress, during use did lead to the breakage of this filigrane 1.1mm drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.